Event description:
It was reported that during a angioplasty procedure a balloon rupture occurred. The lesion was located in a very calcified left superficial femoral artery. On the first inflation the coyote, 4.0mm x 80mm x 150cm, otw balloon was inflated to fourteen atmospheres for two minutes. On the second inflation the balloon was inflated for two minutes and sixteen seconds at fourteen atmospheres and ruptured. No paitent complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: visual examination show blood was present in the balloon. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).